Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received low blood glucose results on the blood glucose monitor and she was admitted into the hospital for hyperglycemia. A week ago, the patient's blood glucose result was 53 mg/dl. During this week, the patient's mother treated her with foods that would increase the blood glucose levels. The patient was experiencing frequent stomachaches. On (B)(6) 2022, the patient's mother took her to the pharmacy to measure the blood glucose level. On the pharmacy's meter, the blood glucose result was 480 mg/dl. The patient's mother took her to a laboratory 30 minutes later to confirm the elevated blood glucose result on the pharmacy's meter. The laboratory result consisted of "3 dashes" which interpreted the result to be 450 mg/dl or above. Within 15 minutes, the patient was taken back home and the blood glucose result was 50 mg/dl on the patient's meter. The patient's mother was advised to treat her with an insulin dose and water. The patient's mother took her back to the pharmacy. The pharmacist restarted the blood glucose monitor and the blood glucose result was 60 mg/dl. On (B)(6) 2022 at 12:00 a.m., the patient was rushed to the hospital. The patient was still conscious, but the patient was almost falling and would've lost consciousness if not taken to the hospital. The patient was treated with unknown solutions that contained potassium via IV and insulin doses every 2 hours. The patient was released from the hospital on (B)(6) 2022. The patient's test strips were stored inside the carrycase of the blood glucose monitor and outside of their original container.